Manufacturer narrative:
Analysis of the returned device shows that no pre-existing defect has been identified on the returned implants. The observations of the returned implants and the x-rays suggest that the construct was tightened properly even if one mas shows transmission of flexural loads. It is unable to determine if the bone screw loosening induce additional load to the other anchorage or if overload applied to the bone screw induces bone screw loosening. The patient condition (patient with osteoporosis) and the insufficient bone screw anchorage (not enough cement injected in the vertebrae and/or construct length to short) may explain the bone screw loosening.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Corrected information: 510(k) information was left off previous report.

Event description:
It was reported that an osteoporatic patient underwent an unknown spinal procedure. At an unknown time post-operatively, it was discovered that the screws had become loose. The patient underwent a revision surgery to remove the loose screws. Updated information reported that the patient will undergo a second revision for unknown reasons. No further details are known at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The devices were not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray images received show a lateral view with cement augmentation at l4 and l1. Compounded pedicle screws and rods t12 to l2 spanning l1 augmented fracture. Second x-ray shows failure of l2 screw. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.